Event description:
Patient transferred from emergency department at 1200 with a full levophed bag. Dose was running at 30mcgs/hr. At 1600 pump ran infusion complete. Levophed bag was still full, the clamp above the pump was noted to be clamped and pump never alarmed upstream occlusion. The pump had originally alarmed for a downstream occlusion multiple times and then stopped when the infusion changed to another site.